Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a blank display anomaly during calibration. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump was vibrating and it has a red light but the screen was not turning on. Customer reported that insulin pup was restarted and did not resolve the blank display issue. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device received with a blank display due to corroded electronic assy. The motor and battery tube assemblies found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to blank display.